Event description:
It was reported that after vns surgery, the patient had impaired healing at their vns surgical site. The mother reported that the sutures were extruding from the patient's wound. The patient had revision surgery scheduled for (B)(6) 2024 however when they came in for the surgery the wound had healed. The surgery was cancelled. Device history records for the generator were reviewed and showed that both the lead and generator were properly hp sterilized prior to distribution. Both device passed all functional specifications as well prior to distribution. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.